Event description:
Procedure: lap appendectomy; patient sex: unk, reportedly, on the last firing of the device to the appendix, after the stapler was fired, the jaws would not open. The instrument became locked on tissue. Since it was the last firing in the case, there was only a small amount of tissue still attached so the surgeon was able to remove the device out w/o further incident. Upon receipt of the device, it was observed that tissue remained in the stapler jaws. While the reporter indicates because this was the last firing of the case to remove the piece of tissue; this report was reevaluated at that time and this report was drafted after the original report date.

Manufacturer narrative:
Upon receipt of the device, it was observed that tissue remained in the stapler jaws. While the reporter indicates that no "unanticipated" tissue loss occurred because this was the last firing of the case to remove the piece of tissue; this report was reevaluated at that time, and this report was drafted after the original report date.